Event description:
Procedure type: lobectomy. According to the reporter: the surgeon fired the tan 45mm reload over a vessel and said that the reload did not fire staples, and that it was hard to remove the instrument. There was bleeding and he tried firing a clip around the vessel. There then was more bleeding and they had to remove the robot and do an extreme thoracotomy. The surgeons said an avulsion happed but they did not know specifically from what. They performed an extreme thoracotomy and ended up suturing the defect and were able to remove the intended lobe from the pt. Multiple units of blood were administered. They took down the pericardium and were considering putting the pt on by-pass. The case was delayed by approximately 3 hours. Current pt status: sicu.

Manufacturer narrative:
(B)(4).